Event description:
It was reported that the user, new to the ilet system and using a 23" teflon 6 mm inset infusion set with a dexcom g7 cgm, experienced maladaptation after breakfast that required a fresh start and subsequent device setup, leading to improper procedure and user interface challenges that resulted in incorrect meal announcements and meal size selection. Symptoms included episodes of hyperglycemia up to 297 mg/dl and hypoglycemia down to 56 mg/dl. Outcomes included serious injury and the need for oral glucose to treat hypoglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to incorrect procedure and user interaction with the interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.